Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had one monitored non-sustained ventricular tachycardia episode that appeared to be oversensing one beat on stored electrograms (egm). The lead remains in use and is currently functioning as programmed. No patient complications have been reported as a result of this event.